Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance issue. Additional information from the field representative indicated that the lead was capped due to intermittent noise seen on the electrogram (egm) and recorded as atrial fibrillation (af). No additional adverse patient effects were reported.